Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 05nov2024. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. It could be confirmed that leak failure occurred in the subject device, and it could be understood that phenomenon reported from the facility was reproduced. Thus, we sumrise that the foreign material remained because the facility could not complete reprocessing properly before they sent the device to olympus for evaluation. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As to the reprocessing procedures of the subject device, we checked the contents written in the instruction manual and found the following chapters. Residue of the foreign material might be prevented by following the chapters below. [Instructions evis lucera ultrasound gastrovideoscope olympus gf type uct260]. Chapter 6 compatible reprocessing methods. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited distal end with foreign material. There were no reports of patient involvement.